Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal congestion and headaches. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, and humidifier enclosure, suggesting a source external to the device and indeterminant foam-like contaminant inconsistent with anything used to manufacture device found in bottom enclosure. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to address the symptoms specified. The manufacturer can confirm the presence of contamination in the airpath. In box h: device problem code grid, patient outcome code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box e: initial reporter details were missed to capture in previous report, updated in this report. In box b: in b5 verbiage allegations are captured wrongly in previous report, corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness there was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.